Event description:
It was reported that "pieces of the core rubber 3 hole reducer fell off into the patient. Pieces were retrieved."

Manufacturer narrative:
The investigation results on the returned product concluded that the product was assembled properly. However, the seal was torn and it was concluded the insertion of an instrument through the cannula caused the seal to stretch beyond its design and tear. The investigation is completed, and the complaint closed at this time.